Manufacturer narrative:
Mitek received an omnispan fastener and an omnispan applier; both complaint devices were evaluated visually; it is noted that both devices are in a condition that can only be attributed to misuse. The "inserter spring" of the applier is; bent, distorted and broken. The fastener's proximal end, the docking/locking mechanism is damaged (bent and distorted). The root or underlying cause for the reported issue is "technique", a user issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep is reporting to us that during an arthroscopic meniscal repair with the use of omnispan for fastening, while the surgeon was in the process of deploying the fastener, the inserter needle came off of the applier and fell into the patient's joint space. The rep questioned the tech 3 times asking if the inserter needle was properly loaded onto the applier because the rep did not hear the "clicking" sound that usually accompanies the successful loading and locking of the needle to the applier, the tech responded in the affirmative. The surgeon was able to retrieve the inserter needle, and the procedure was concluded successfully without further issue or harm to the patient. Complaint devices discarded at user facility.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.